Manufacturer narrative:
The device was returned for evaluation. The evaluation concluded failure to heed product warnings.

Event description:
Provider alleges consumer leaned over to pick up a sock and a bolt allegedly sheared off causing her to allegedly fall out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer leaned over to pick up a sock and a bolt allegedly sheared off causing her to allegedly fall out of the chair.